Event description:
It was reported that the right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
Voluntary medwatch mw5145855.